Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump¿s display screen was accidentally cracked while the patient was playing, and the family requested a replacement device. Symptoms included none reported. Outcomes included interruption of pump use, with the family administering therapy via mdi until a replacement was obtained. Investigation included retrieval of the device via the field team and shipment to the manufacturer for assessment. Investigation of this device revealed physical damage to the display consistent with external impact to the screen; no alerts or alarms were reported, and no additional device component issues were identified. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage.